Event description:
It was reported that during surgery the simplex set too quickly. The simplex was stored at temperatures of 25c degrees or lower at the dealer, and was kept in the refrigerator before the surgery. The surgeon mixed the simplex for 1 minute, and injected it with the cement gun. The simplex was hardened within 4 minutes. The surgeon used antibiotic in the polymer. There is no report of adverse consequences for the pt.